Event description:
Facility reported that following the onset of treatment, the patient complained of chest tightness, feeling warm, and woozy. This was the second treatment using an e-beam dialyzer. Reportedly, 500ml bolus normal saline was infused. Blood pressure down to 109/73, benadryl 25mg ivp administered. Possible hypersensitivity reaction to dialyzer. The facility will flush dialyzer with 2000ml of normal saline prior to onset of future treatments. Several attempts have been made in order to contact the facility for additional information. To date company has not received a response.